Event description:
The user facility reported that the angio-seal antegrade was attempted to be placed using an amplatzer wire and the dilator could not be fixed. When inserting the dilator/sheath combination, there was resistance when the sheath was inserted into the puncture site. The sheath was rotated several times during insertion. The angio-seal was placed, but the tip of the sheath was slightly deformed. Patient has been treated as intended. No significant blood loss. No patient harm.

Manufacturer narrative:
A1: patient identifier: requested, not available due to privacy a2: age & date of birth: requested, not available due to privacy a3: patient sex: not available due to privacy a4: weight: not available due to privacy a5: ethnicity: not available due to privacy a6: race: not available due to privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and was found to be in used condition with visible signs of blood. The sheath/locator assembly was properly mated. No other damage or issues with the device were identified. The complaint was not able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an off axis loading of the assembly during insertion. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).